Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error . The customer's blood glucose was unknown. The customer stated buttons were not responding. Troubleshooting was performed for button error and noticed button continues to scroll without user input. The customer stated the time clock was not working and had a frozen display. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.